Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker, right ventricle (rv) lead, and atrial (ra) lead was found visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ pacemaker, rv lead, and ra lead to resolve the issue. The patient was in stable condition throughout the procedure.